Manufacturer narrative:
Investigation found substantial damage to multiple components of the device. Review of the device data showed no issue with insulin delivery during operation indicating that the damage was not present during device operation. This indicates that the damage to the device occurred when the device was not in operation. Due to the post use damage, the investigation was compromised and the reported event could not be determined. An 0x18, indicating an empty reservoir, alarm was observed in the device data. The reservoir was confirmed to be empty upon inspection. The device data showed an increase in pulse widths towards the end of the run. This is to be expected with an 0x18 alarm. Data indicates there was no struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 707 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the pod was leaking insulin. Symptoms reported include hyperglycemia and dehydration. The patient was treated with an saline fluids and 5 units of insulin at the ER (emergency room) the treated with more saline and put on an insulin drip at the hospital. The patient was prescribed myxredlin 100mg/dl and saline. The patient was still at the hospital. The pod was not worn when seeking medical attention.